Event description:
A patient underwent a dialysis catheter using glidepath dialysis catheter. Sometime post a dialysis catheter placement procedure, the cuff was allegedly fused to the subcutaneous tissue, and it fell out four months later. The device was removed on (B)(6) 2025. A cuff catheter from another company was exchanged and placed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 27cm glidepath d/l catheter was returned in two segments. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. The tissue cuff was intact and had residue. The tissue cuff appeared to be missing cuff material. No evidence indicating loose fitting was noted near the tissue cuff. Therefore the investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (device, component, method, resut, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter using glidepath dialysis catheter. Sometime post a dialysis catheter placement procedure, the cuff was allegedly fused to the subcutaneous tissue and loosening. It fell out four months later. The device was removed on (B)(6) 2025. A cuff catheter from another company was exchanged and placed. There was no reported patient injury.